Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of dissection is listed in the xience skypoint, everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo, moderately calcified, moderately tortuous distal right coronary artery lesion with 80% stenosis. A 1.5x12 mm mini trek and a 2.0x12 mm mini trek were used for pre-dilation without issue. A 2.5x38 mm xience skypoint drug eluding stent (des) system was implanted. However a dissection occurred, the dissection was treated with a new 2.5x18 mm xience skypoint des. No additional information was provided.